Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg does not communicate with multiple external devices. The patient stated he has not used/charged the ipg since it was implanted. Surgical intervention will take place at a later date to address the issue.